Event description:
It was reported that a high drain 108 alarm occurred on the homechoice (hc) after use. This alarm indicates the patient drained a volume indicative of an increased intra-peritoneal volume (iipv) event. The caregiver (cg) stated they could not clear the alarm and that they bypassed to fill by mistake. The technical service representative assisted the cg in clearing the alarm and in ending therapy. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review and service history review were performed with no issues noted related to the reported condition. The device was returned to baxter and the evaluation is complete. The device passed rite (returned instrument test evaluation) electrical testing, but failed rite functional testing for an unrelated issue. External and internal visual inspections were performed and found no issues. A short simulated therapy was performed successfully. The reported issue was confirmed through an event history log review, but it could not be duplicated during sample evaluation. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review revealed no previous service events were related to the reported condition. A device history record review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.